Event description:
It was reported via repair work order that the motion interrupt pan was broken and actuating interrupt plunger switches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.